Manufacturer narrative:
As previously reported, the positioning sensor unit (psu) did not cause the event. The rep checked the system and report that the firmware was not updated correctly: when the firmware was updated correctly the camera was fully functional. The rep confirmed that the system functioning as expected after firmware update.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Replacement psu polaris spectra shipped to site 09/21/2015. Medtronic investigation of returned suspect camera finds that, as received, the camera housing was found to be very battered with numerous nicks and scratches on all outer surfaces. However, when connected to a known good system, the camera functioned normally and passed an aak test at .26 mm. Additionally, the event log had not recorded any failures, intermittent or otherwise. No problem found. (B)(4) 2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No further issues have been reported. (B)(4)

Event description:
A medtronic representative reported that when installing other components on the site's navigation system, it was discovered that the camera was working intermittently. In trouble-shooting, the medtronic representative checked the camera with a second navigation system and found the same issue, determined it was not the polaris spectra system control unit (scu) or cabling. There was no patient present when this issue was identified.